Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device does not turn on without the ac adaptor charger and with a set of batteries. The results of the investigation found that the downstream occlusion (dso) seal was peeling. There was no patient involvement.